Manufacturer narrative:
The 8mm maryland bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
On 08/01/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: patient had a robotic assisted laparoscopic prostatectomy. During procedure the 8mm da vinci robotic maryland bipolar arm instrument was in use when the cable broke. The instrument was removed from the patient with verification that no pieces were retained. Instrument was removed from the field and replaced.